Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges injuries; however, no details have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-mar-2014) is considered to be a best estimate. Updated fields: a2, b2, b3, b4, b5, b7, d4, g1, g3, g4, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Attorney alleges the patient underwent surgery for implant of an unspecified bard/davol ventralex on (B)(6) 2014. As reported, the patient is making a claim for an adverse patient outcome against the ventralex. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: on (B)(6) 2014 ¿ patient was diagnosed with incarcerated umbilical hernia thereby underwent open repair with implant of ventralex mesh (device 1). Per operative notes, ¿in the umbilicus, a large, incarcerated hernia with sac was dissected down circumferentially. The hernia sac with neck was closed with sutures, fascia was closed and ventralex mesh (device 1) was placed over the defect in the peritoneum and sutured to the fascia circumferentially.¿ on (B)(6) 2017 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair with implant of bard flat mesh (device 2). Per operative notes, ¿a recurrent hernia just above the area of the prior repair and edge of the mesh (device 1) placed on prior repair was noted. Herniated mass was dissected free down to the fascia throughout the defect and adhesions within the hernia was reduced. A bard flat mesh (device 2) was placed to undersurface of the fascia and secured with sutures from the edge of the defect. The wound was irrigated; fascia was closed and reapproximated with sutures.¿

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges injuries; however, no details have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges the patient underwent surgery for implant of an unspecified bard/davol ventralex on (B)(6) 2014. As reported, the patient is making a claim for an adverse patient outcome against the ventralex. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."